Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that during a follow up the physician discovered swelling, inflammation, redness at the deep brain stimulation (dbs) incision sites and was admitted. Cultures taken revealed an unknown growth possibly mild cellulitis. It was noted that the patient has a medical history of hypertension per the physician assessment. The patient underwent a procedure at the dbs implantable pulse generator (ipg) and lead extension sites where the wounds were washed out and re-sutured. The patient was prescribed anti-biotics and did well post-operatively.